Manufacturer narrative:
(B)(4). The customer reported, the unit failed to boot up. A philips representative evaluated the unit. The reported symptom was duplicated. Replacing the processor pca resolved the issue. We will consider this a processor pca malfunction.

Event description:
The customer reported, the unit failed to boot up.